Event description:
It was reported that the insulin gauge was inaccurate and static. Customer reloaded the cartridge and continued to use the existing cartridge. There was no adverse impact to the customer's blood glucose level.